Event description:
It was reported that a pt underwent a laparoscopic ipom procedure on (B)(6) 2012 and mesh was used. Following the procedure, the pt experienced pain and a recurrent hernia. On (B)(6) 2012, the pt underwent reoperation and the mesh was removed. The hernia recurrence was repaired with suture. Currently pt is feeling well.

Manufacturer narrative:
(B)(4): recurrent hernia. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.